Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was later reported that the issue was resolved by replacing the bulkhead.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735859, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the third spin the site took did not transfer to the navigation system. It was stated that there was a loose network port. It was noted that there was no nav tag on the third spin. The site had to re-spin, and there was a nav tag present on the re-spin. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.